Manufacturer narrative:
The insulin pump was received with cracked battery tube threads, minor scratched display window. The insulin pump passed the displacement test, rewind, basic occlusion test, self-test and unexpected restart error test. All operating currents are within specification. Off no power alarm functions properly. The insulin pump was unable to prime during prime test due to faulty force sensor resistor. The insulin pump was unable to perform the occlusion test and excessive no delivery test due to prime and fill anomaly. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that they were hospitalized due to coma hypoglycemia. The customer reported that they experienced a prime anomaly. The customer reported that the piston did not stop and emptied the reservoir completely. The customer mentioned that there was a crack on the battery compartment. The customer's blood glucose was unknown at the time of incident. The insulin pump will be replaced and will be returned for analysis.